Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump passed the rewind, basic occlusion test, prime/a33 and displacement test. Stuck in motor error loop during bolus/basal delivery. Unable to confirm e70 error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during out testing. The drive support disk was inspected and no anomaly was noted. Unable to verfiy a35 alarms or perform a21 error test due to motor error alarms. No unexpected loosing of setting anomaly noted. Cracked case at display window corners and minor scratched lcd window.

Event description:
It was reported that the insulin pump is alarming and resetting. All settings are erased. This is the fourth time this has happened. During troubleshooting, the displacement test failed. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.